Manufacturer narrative:
On (B)(6) 2020, mentor became aware that patient experienced bilateral rupture, and the devices were explanted on (B)(6) 2020. Hence, the following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - field d7 explantation date has been updated to (B)(6) 2020. - field h6 method code has been updated to "device not returned" reason for device explant and/or reoperation: left rupture this supplemental report is for the patient¿s left-sided device. Right side issue is being reported in a separate report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during the visual inspection, the device was found to be ruptured. Please note that the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture and insufficient paperwork. The evaluation was limited to non-destructive testing. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 4, 2020, mentor became aware that the replacement devices used on june 29, 2020 were catalog number: 3505750bc; serial number: (B)(6) on the right side, and catalog number: 3505750bc; serial number: (B)(6) on the left side. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with 700 cc mentor memorygel breast implant and experienced unknown side rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown which side the patient experienced rupture. However, until further information becomes available, left side will be reported. The updates when available, will be provided in a supplemental report.